Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. Date of issue is an approximation. The patient started to see an approximate 60-point difference between his cgm and blood glucose. He reported that he has experienced 2 or 3 events where he did not receive an alert and he woke up in an ambulance or the emergency department (ed). No details, cgm or blood glucose values were provided for this event. The patient alleged the event was due to the inaccuracies. At the time of contact, the patient was in stable condition and slowly improving. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.